Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg implantable cardioverter defibrillator (ICD)  - (B)(6) 2012; 694765 implantable tachy lead - (B)(6) 2012; 407652 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the outer insulation of the lead was extrinsically breached due to a cut and the visual summary analysis of the lead indicated apparent explant damage. The electrical resistance and cross continuity test results were within specifications.